Manufacturer narrative:
Additional manufacturer narrative/corrected data: conclusion code - complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak.

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. On (B)(6) 2017, a type ib endoleak was identified. It was reported that the endoleak was caused by patient anatomy and distal end of the most distal device not having good aortic seal. On (B)(6) 2018, a reintervention occurred whereby a two gore® excluder® aaa endoprosthesis aortic extender components were implanted. At the conclusion of the intervention, an aortogram was performed and a very slow endoleak was visualized. The procedure was concluded with no further action.